Manufacturer narrative:
Additional information: b5: update "unspecified elastomeric pump" to "small volume folfusor". The device was filled with fluorouracil 3500 mg in 115 ml sodium chloride 0.9%. H4: the lot was manufactured between september 16-17, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospitals . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device partially infused after being connected for over 46 hours. The issue occurred during patient infusion via a PICC (peripherally inserted central catheter). There was no report of patient injury or medical intervention associated with this event. No additional information is available.